Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to communicate with a transmitter. A pacemaker rf chip issue was confirmed as the cause of the pairing issue. A device download to restore the device was performed. The device was successfully paired. The patient was stable.